Event description:
It was reported by a company representative that a usb serial data cables was not functioning and was causing communication errors. The company representative took the malfunctioning usb serial data cables from the site for return. The usb serial data cable has been received for analysis which is underway, but has not been completed to-date. No additional relevant information has been received to-date.

Event description:
Analysis was completed for the returned usb serial data cable 03/29/2016. The cause was associated with a disconnected wire connection in the usb serial data cable. Once the wire was soldered onto the printed circuit board, no further anomalies were identified.